Event description:
It was reported to Boston Scientific Corporation that a Trapezoid RX Basket was used in the gallbladder for stone removal during an Endoscopic Retrograde Cholangiopancreatography (ERCP) procedure performed on (b)(6)2026.During the procedure, it was reported that the Side Car Rx channel was damaged, and the guidewire could not cross smoothly. The procedure was completed with another of the same device.There were no patient complications reported as a result of this event.

Manufacturer narrative:
BLOCK H6: IMDRF DEVICE CODE A0414 CAPTURES THE REPORTABLE EVENT OF SIDE CAR RX TORN MATERIAL.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A TRAPEZOID RX BASKET WAS USED IN THE GALLBLADDER FOR STONE REMOVAL DURING AN ENDOSCOPIC RETROGRADE CHOLANGIOPANCREATOGRAPHY (ERCP) PROCEDURE PERFORMED ON (B)(6) 2026. DURING THE PROCEDURE, IT WAS REPORTED THAT THE SIDE CAR RX CHANNEL WAS DAMAGED, AND THE GUIDEWIRE COULD NOT CROSS SMOOTHLY. THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT.

Manufacturer narrative:
Block H6:IMDRF Device Code A0414 captures the reportable event of Side Car Rx Torn Material.Block H11: Investigation Results:The complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event.A Similar Complaint Review was completed. There were no emerging trends identified that warrant further action.A Risk Review was completed and confirmed that the events of "Side Car RX Torn Material" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Based on the information provided, the most probable cause of the reported issues "Side Car RX Torn Material" and "Device Difficult to Advance Guidewire" cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. All compiled information on this investigation determines that the most probable cause is Cause Not Established.